Event description:
Discordant sodium (na) and potassium (k) results were reported on the xpand hm instrument. Initial results were reported to the physician and questioned. The samples were retested. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and potassium results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant na and k results was due to the malfunction of the 500ul syringe and integrated multisensor technology (imt) sensor. The fse replaced the 500ul syringe and imt sensor, verified sampler alignment and ran qc.the samples were re-run and normal range results were obtained.the instrument is performing within specifications. No further evaluation of the device is required.